Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that post completion of cataract surgery with intra ocular lens implantation and at the commencement of pars planta vitrectomy surgery during cataract and vitrectomy combination surgery, it was found out that the cutter (vitrectomy probe) was intermittently cutting. However, the cutter continued to aspirate fluid leading to a retinal tear and the eye was lasered by the surgeon. Another cutter was taken from another pack , surgery continued and it worked fine. The female patient might still need more surgery. The current patient condition was unknown.